Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the device required full synchronization. A technical support specialist (tss) guided customer to switch on the power button underneath the monitor and cabinet came back online. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet was powered off post power outage. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.